Event description:
It was reported that the patient showed a red call doctor icon (rcd) for this pacemaker device, and communicator was not connecting. The clinic informed patient to contact boston scientific. The clinic is also aware of possible rcd. A boston scientific company representative educated that needed the fourth-generation cellular adapter. The company representative opted to replace the cellular adapter. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures the explant of this device and impact on the patient.

Event description:
It was reported that the patient showed a red call doctor icon (rcd) for this pacemaker device, and communicator was not connecting. The clinic informed patient to contact boston scientific. The clinic is also aware of possible rcd. A boston scientific company representative educated that needed the fourth-generation cellular adapter. The company representative opted to replace the cellular adapter. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was explanted and successfully replaced. No additional patient adverse effects were reported.